Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer's representative reported that the patient had their implantable neurostimulators (ins) explanted. No other information was available at the time of report. The patient status was not as alive no injury. The indications for use for the implanted device were noted as other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.